Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root causse: esm board defective. Correction: replaced defective component.